Manufacturer narrative:
The device was received for evaluation. One used device was returned for evaluation. During visual inspection, one of the shuntless microclaves was separated from the trifuse set. The separated shuntless microclave was not returned for evaluation. The end of the tubing was microscopically examined and insufficient adhesive coverage was observed. The probable of the separation had occurred due to insufficient adhesive coverage on the tubing during assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The customer reported "cu had a chooks foot (ref (B)(4) (15cm) appx 0.49ml smallbore trifuse ext set w/3 microclave clear 4 clamps, rotating luer) safety valve come off on a cvad while clamping the line. This may introduce an air embolism risk if it comes apart with the clamp open." Someone became aware of the issue when micro clave clear valve fell off. There was patient involvement, with delay in therapy, no adverse event and no one was harmed as a result of the reported event.

Manufacturer narrative:
The device is to be returned for evaluation; however, it has not yet been received.